Manufacturer narrative:
Product event summary: data files were returned and analyzed. No product was returned for analysis. Data files did not find any system notices for the date of the event but did show that at least thirteen injections were performed with the balloon catheter. In conclusion, with no returned product and data files showing no system notices, the reported issue, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice 50005), has not been confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice indicating the safety system detected fluid in the balloon catheter and stopped the injection occurred. It was noted that the fluid detected was blood in the balloon catheter handle. The balloon catheter was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.